Manufacturer narrative:
Update to details for associate product pl1-20 other relevant devices are: etlw1613c124ej; s/n: (B)(4); use by date: 2019-10-16; upn # (B)(4); mfg date; 16-10-2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46 mm abdominal aortic aneurysm and a 28 mm common iliac artery aneurysm. A 28 x 13 x 166 bifurcated stent graft and a 16 x 13 x 124 stent graft limb were implanted on the left side it was reported that on approximately one year and eight months later the patient presented emergently with occlusion from thrombus in the left leg. The occlusion was reported to have occurred from the common iliac artery to the superficial femoral artery. A thrombectomy was performed and the occlusion removed by implanted a bare stent and blood flow secured. As per the physician, the cause of the event was due to the patient¿s vessel morphology. It was noted the patient had thrombosis originally and there was thought to be a risk of occlusion occurring. There was no occlusion noted where the stent graft was implanted and so it was considered to be caused by the patient¿s condition. No additional clinical sequelae were reported and the patient is being monitored.